Event description:
The patient presented to the hospital for a scheduled implant procedure. During the procedure, the hex wrench could not engage the pacemaker header set screw. The pacemaker was removed and replaced with a new device. The patient experienced no adverse events.

Manufacturer narrative:
The reported event of could not tighten the rv-setscrew with the torque wrench was confirmed. Analysis revealed the user/physician was incorrectly trying to engage or tighten the setscrew by attempting to insert the torque wrench into it at angles. While continually trying to incorrectly engage the setscrew the user unknowingly backed the setscrew out of the connector block socket. The loose setscrew fell sideways. It was then impossible to engage or tighten the setscrew. The problem is related to the user/physician's incorrect use of the torque wrench.